Event description:
Patient was in a left lateral position for a procedure, with the left arm secured to the armboard. At some undetermined point in the procedure, the armboard became detached from the table. This was noted at the end of the procedure while the drapes were being removed. The armboard was still attached to the patient's arm by the soft safety strap. The safety strap caused the armboard to remain attached and pull the arm in a downward direction, hyper extending the elbow. No bruising noted, slight amount of redness noted.